Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual evaluation noted one magic 3 go catheter was received. Visual inspection noted 4 eyelets were present and no obvious defects were observed. The catheter was tested with methylene blue and drained fully and properly. A potential root cause for this failure mode was unable to determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the magic 3 go male coude catheters were varying diameters and one of the catheter was not having eyelets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the magic3 go male coude catheters were varying diameters and one of the catheter was not having eyelets.